Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced 14 false positives. Gram stains were conducted and the results were confirmed to be negative. Erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "false positives" "how many false positives/negatives did the customer receive? 14 what confirmatory testing was performed that determined the false positive result? The 14 samples in question were gram stained and the false positive testing result/s were confirmed. Were any erroneous results reported to the doctors? N. If yes, were any patients treated based on erroneous results? N. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N."

Manufacturer narrative:
After additional review, it has been determined that this event was a case of an entire rack/row/instrument providing false positive test results. It is unlikely the user would misinterpret these as accurate test results. This event is unlikely to cause harm or serious injury to patients, therefore this event is no longer considered MDR reportable. The initial MDR submission, (MFR report# 1119779-2021-01651), may be disregarded.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced 14 false positives. Gram stains were conducted and the results were confirmed to be negative. Erroneous results were not reported to clinicians, and there was no report of adverse patient impact. The following information was provided by the initial reporter: "false positives" "how many false positives/negatives did the customer receive? 14 what confirmatory testing was performed that determined the false positive result? The 14 samples in question were gram stained and the false positive testing result/s were confirmed. Were any erroneous results reported to the doctors? N. If yes, were any patients treated based on erroneous results? N. If yes, did the erroneous treatment have any adverse impact to the patient(s)? N."